Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the vascular access team noticed before use that the outer packaging of the PICC pack wasn't sealed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an open package is confirmed; however, the exact root cause could not be determined. One 4 fr groshong nxt clearvue catheter kit was returned for evaluation. An initial visual observation revealed the packaging was returned open. Adhesive residue consistent with the sealing process was observed on the clear plastic portion, indicating that the packaging was properly sealed during manufacturing. The seals along the sides and bottom of the packaging appeared intact. It could not be determined exactly where or when the package was opened; therefore, the root cause is unknown. This complaint will be recorded for future trending and monitoring purposes.